Manufacturer narrative:
Additional clarification was received on 31-aug-2021 on the event. No air actually entered into the patient's body. The physician considered the possibility of air embolism because blood pressure decreased. The bwi product analysis lab received the device for evaluation on 08-sep-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade which did not requiring a pericardiocentesis. The patient had hypotension and difficulty awakening. Pericardial effusion was confirmed by intracardiac echocardiography (ice), but was not found. Blood pressure decreased while hemostasis was ongoing. After that, blood pressure returned immediately, but the patient did not awaken for a long time. Therefore, we considered all possibilities such as air embolism and drug induced shock. After that, the patient has been discharged safely. The patient had difficulty awakening after the event. A CT imaging was considered. However, while taking time to prepare for the scan and handling the equipment problem (about 10 minutes), the patient responded, was able to move her hand, and responded to the patient's call. Therefore, the patient was judged to have no problems and was discharged from the room. The physician commented that one of the possibilities that the patient did not awaken was air embolism. The reason for this was that 1000 ml of saline was used up at the last patient waiting, and pump stopped due to a bubble error. At that time, the ablation catheter was immediately removed from the cardiac cavity, and it was confirmed that there was no air in the route. Shock caused by histamine was considered as another possibility, but as a precaution, physician decided to take CT (equipped in the catheter room) to rule out air embolism. Probably due to drug effect. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The physician commented that shock caused by histamine was suspected. No medical or surgical intervention required. Patient outcome of the adverse event was that the patient fully recovered. It was not reported extended hospitalization was required. It was also reported that the soundstar eco sms 8f catheter probe was not recognized, image was not seen on the echocardiograph. This occurred when the catheter was connected. The cable was reconnected but the issue continued. The issue was resolved by changing the soundstar eco sms 8f catheter to another one. The visualization issue on the soundstar eco sms 8f catheter was assessed as not MDR reportable. The device was not visualized by the carto system. The user will have to replace the catheter in order to complete the case. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The bubble error issue on the pump was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Since this event was life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30537327m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 13-oct-2021, noted a correction to 3500a follow-up #1 as we reported that the bwi product analysis lab received the device for evaluation on 08-sep-2021. However, the device has not been received. Therefore, updated h10. Additional manufacturer narrative, h3. Device evaluated by manufacturer, h 3. Reason for non- evaluation, h 6. Type of investigation, h 6. Investigation findings and h 6. Investigation conclusions.